Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, white particles inside the device, opening crack. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify broken sharp in the plug strap disk shell, crack opening and delamination. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap disk shell to an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.